Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use, key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and/or calcium at the arterial implantation sites. Furthermore, potential device or procedure related adverse events may include endoleaks, improper component placement, and vessel occlusion.

Event description:
In 2008, this patient was implanted gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was observed that the proximal aortic neck was short and angulated but the physician believed the device was sufficient for treatment. The trunk-ipsilateral leg component and contralateral leg component were implanted. It was observed that the patient's blood pressure was 100-140mm hg and reported to be difficult to control with medication. An aortic extender component was placed in the proximal end of the trunk-component. During preparation to balloon, the trunk-ipsilateral device the aortic extender component receded into the trunk-component. The final angiogram showed the proximal end of the device was angled within the lumen of the aorta with no wall apposition, causing a type I endoleak. An attempt to balloon the device did not resolve the endoleak. The procedure ended with the intent for an additional procedure to implant a medtronic cuff to add radial strength and provide wall apposition. Twelve days later, a reintervention was performed to implant a medtronic cuff at the proximal end of the trunk-component. The endoleak was resolved. The patient tolerated the procedure and is reported to be fine.